Event description:
Pt was implanted with the ti occipital plate/rod from occiput - t2. Reportedly, one rod broke approximately 4 weeks post-operative and the second one broke approx 3 months post implant. Rods were broken at the c2-occiput junction. Pt was returned to the or for removal and revision to the mid-line version with pre-bent rods. Report #2 of 2 for the same event.

Manufacturer narrative:
Investigation is ongoing, no conclusion can be drawn. Subject device has been received and is in the evaluation process. Review of the manufacturing records for this lot found no complaint related issues.